Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required and undersensing. Lead was replaced due to high threshold and documented loss of capture and appears damage on lead body.. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to high threshold and documented loss of capture which it appeared to be a damage on lead body. Then, the lead was explanted due to pacing not delivered when required and undersensing. Antibiotics were given to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to filed b5 & h6: describe event or problem & impact codes.

Manufacturer narrative:
Correction to filed b5 & h6: describe event or problem & impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture, high thresholds, undersensing and pacing not delivered when required. Also, during extraction this rv lead body appeared to be damaged. Antibiotics were given to the patient. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture, high thresholds, undersensing and pacing not delivered when required. Also, during extraction this rv lead body appeared to be damaged. Antibiotics were given to the patient. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to filed b5 & h6: describe event or problem & impact codes. Upon receipt at our post market quality assurance laboratory, visual inspection revealed an area of melted insulation and outer conductor was found during analysis, it is believed the damage occurred at explant due to electrocautery. No other issues were noted. The reported brady pacing not delivered, undersensing, high capture thresholds, and failure to capture allegations were not confirmed.